Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failed and unable to recover. User tried to restart and recover but issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) disabled the firewall and customer verified station is functioning properly. The system functioned as intended after the field service engineer repaired the device.